Event description:
Boston scientific received information from the health care professional (hcp) that this subcutaneous array lead exhibited low out-of-range (oor) shocking lead impedance measurement less than 10 ohms. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, noted partial abrasion on insulation and stretched in shocking coil on each of the three legs which was likely induced in the field and did not effect on the electrical performance of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information received indicating that this lead was explanted due to insulation breach issue and high oor shock lead impedance (sli). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.